Event description:
It was originally reported that there were telemetry issues and the ins was overdischarged. It was later confirmed that the ins was unable to be restarted to charge. Five attempts were made without success. The pt had difficulty recharging and making a connection due to weight gain which caused an increased space between recharger and ins. The ins was replaced with a non-rechargeable ins. The pt was programmed post surgery. She was receiving good coverage and doing well.

Manufacturer narrative:
(B)(4).